Event description:
Pt was implanted with two (2) 2.4mm ti compression tension band plates and twelve (12) screws on (B)(6) 2012. Postoperatively, the pt experienced pain and drainage. On (B)(6) 2012, the pt was returned to surgery for removal of all hardware. No new hardware was implanted as it was noted that the fracture was healed. This report is #11 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
(B)(4).: placeholder.